Manufacturer narrative:
The insulin pump had no unexpected failed battery test alarms, battery out limit alerts, blank display anomalies or off no power alerts and anomalies noted during testing. The insulin pump was received with constant motor error alarms during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurement due to constant motor error alarms. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads and moisture damage on all electronic assemblies noted during testing.

Event description:
The customer's mother reported via phone call that they received failed battery test alarm and battery out limit alarm. The customer's blood glucose was 363 mg/dl at the time of incident. The customer's mother stated that they corrected the blood glucose with manual injection. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the failed battery test alarm recurred after inserting a new battery. The customer's mother stated that the batteries were out greater than duration allowed by the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.